Manufacturer narrative:
Please note that this device onyx trucor is not marketed in the united states; however, the device is deemed the same as the united states marketed device resolute onyx rx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, stent deformation occurred. The stent strut was fractured. The lesion being treated was mildly tortuous, severely calcified, with chronic total occlusion (cto) of 100% in the mid to proximal right coronary artery (rca). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The lesion was dilated with a 1.25x5mm non-medtronic balloon, 2.25x15mm sprinter balloon, 2.0x12mm euphora balloon and a 3.5x20mm non-medtronic balloon. The onyx trucor device did not pass through a previously deployed stent. Resistance was not encountered when advancing the onyx truccor device and excessive force was not used during delivery. A guide and guide extension catheter were being used in the procedure. The procedure was completed with another 3.5x30mm onyx trucor stent deployed at 18atm and was post-dilated with a 4.0x20mm non-medtronic non compliant balloon at 18 atm. Stenosis after the procedure was 0%. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: one image was returned for review. The image shows a stent on a delivery device exhibiting deformation, stretching and displacement. Additional information: there were no issues noted with the other medtronic devices used during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.